Event description:
The customer stated that the numbers in the memory were not consistant with the numbers on the display. It was discovered while troubleshooting, that the meter was missing segments. The customer did not adjust medication or allege any adverse events. The meter is to be returned for evaluation, and the customer will trade to a breeze meter.